Event description:
Device 1 of 2. The pt received 2 scs leads with the same lot number. Ref MFR report: 1627487-2012-03273. It was reported the pt's scs lead and scs anchor were explanted due to the scs lead eroding through the sub-occipital region of the pts' skin (off-label use). The pt is receiving adequate stimulation with the remaining scs lead and is doing "much better".

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.